Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Damaged patient adapter was identified during visual inspection with tool marks noted on the outside of the patient adapter, which indicate use of an assist device. Functional testing was performed which included leak testing, clear passage testing, integrity of seal surface testing, and clamp function testing. Functional testing passed with no issues noted, the reported problem was not verified; however, the sample did not meet specifications due to the presence of the tool marks.. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was difficulty connecting the transfer set to the titanium adapter during the transfer set replacement. The patient adapter of the transfer set would just rotate during attempt to connect. There were no issues with the titanium adapter as it was still in use after this event. There was no patient injury or medical intervention associated with this event. No additional information is available.